Manufacturer narrative:
The product was not returned, therefore, no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high resulting in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with no change in pvl. Six days after implant the patient was admitted with congestive heart failure (chf). Echocardiogram revealed severe pvl. Two weeks following implant the valve was explanted and a non-medtronic surgical aortic bioprosthetic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It was reported that the patient had a calcified bicuspid native aortic valve which may have contributed to the paravalvular leak. However, a conclusive cause could not be determined from the limited information available. Congestive heart failure is listed in the device instructions for use (IFU) as potential patient effects, and it is likely a result of the severe pvl. There was no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.